Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe and determined that the small black particulates were embedded and fully encased within the syringe material. As the particles were completely embedded into the syringe material, the potential of injection into a patient does not exist.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particles at this time; however, the product is scheduled to return to pittsburgh for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, 2 or 3 black colored particles were seen within the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.